Manufacturer narrative:
One un-sealed sample of the part number 8225101, from lot number 0211296164 was received for evaluation. When compared to the assembly drawing, visually there was no damage or anomalies in the construction of the device which would have resulted in the reported event. The tip fit securely in the handle. The probe was plugged into a nim system using 1.0 ma stimulating current and 100uv threshold; when stimulating the system returned 1.02 ma and a waveform / tone over 200uv. There was no evidence of improper manufacturing and no malfunction found as it relates to the complaint therefore manufacturing and supplier issues have been ruled out as likely causes. The instructions for use identify multiple reasons for a reduced, if not completely eliminate, emg responses to direct or passive neural stimulation [as a result of use error].

Event description:
It was reported that during a tympanoplasty procedure, when facial nerve was exposed stimulation was delivered but there was no reaction. The nerve was identified by the user visually but there was no response from the nim. When another probe was used, there was a reaction. The procedure was completed with this back up probe. There was no patient impact.